Event description:
The customer reported that the pump screen was damaged and not responding. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance, and no additional information was obtained as the issue was documented only.